Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that during ongoing use, the patient developed a pocket infection. Therefore the pg was explanted and replaced. The rep indicated that the infection did not affect the leads. The device is not expected for return.